Manufacturer narrative:
Device passed displacement test. Device was received with broken off the belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring had physical damaged. Customer's blood glucose value was 9.6 mmol/l at the time of the incident. Customer stated that insulin pump was clipped onto his belt and the stretching broke the clip and reservoir side railing. Customer stated that reservoir compartment side railing was damaged. The device will be return for analysis.